Event description:
Related MFR report: 3006705815-2020-01728. It was reported the patient had his scs system removed due to an infection. Reportedly, the physician stated the patient fell on his battery site and then days later developed an infection. In addition, according to the physician, the patient was doing fine and there were no complications during the explant.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 3006705815-2020-01728.